Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9, h3, and h10 (inadvertently left off the initial report). The device was returned to olympus for inspection. 'No image' was not confirmed, 'e315 error' was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that no video was displayed intermittently and an e315 error code (scope error) occurred. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of no intermittent video.